Event description:
Revision surgery due to joint luxation, at about 1 year from the primary. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 november 2023. Lot 21c0077: (B)(4) manufactured and released on 04-apr-2022. Expiration date: 2027-03-20. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional component involved: mpact 01.32.3244hct flat pe hc liner ø32/e (k103721) lot 2208321: (B)(4) manufactured and released on 02-june-2022. Expiration date: 2027-05-15. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.